Event description:
Caller reported the linkassist released unintentionally without the button being pressed. No adverse event reported. Requested return of the alleged linkassist for evaluation and replacement was provided.